Event description:
The device was returned to the manufacturer with no information. It was later reported that the patient had not had any devices for the past three years and that "all devices gave her infection".

Manufacturer narrative:
Final device analysis revealed no anomalies on the pump. There was normal device function.